Manufacturer narrative:
Evaluation of the first returned pod 8 could not confirm the reported complaint, due to the returned damage. Evaluation revealed, that the pusher assembly was fractured, the pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. This damage was not mentioned in the complaint. And therefore, this damage was incidental to the complaint. Due to the damage, the device was unable to be functionally tested. Evaluation of the second returned pod 8 could not confirm, the reported complaint. Evaluation revealed, that the device was functional. During functional testing, pod 8 was retracted from its damaged introducer sheath and sheathed with a demonstration introducer sheath. Then the device was able to advance through the demonstration introducer sheath and a demonstration lantern without issue. Further evaluation of the device revealed, kinks throughout the pusher assembly. A kink on the introducer sheath and dried blood within the introducer sheath. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02370. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02370.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), and non-penumbra catheters. During the procedure, the physician experienced resistance while advancing a pod coil through the lantern. The physician then removed the pod coil and flushed the lantern; however, when the physician attempted to re-advance the same pod coil through the lantern, the pod coil became stuck in the middle of the lantern. Therefore, the pod coil was removed. Subsequently, the physician experienced resistance again when advancing a new pod coil through the lantern. The physician then removed the pod coil and flushed the lantern; however, the same issue occurred when re-advancing the same pod coil. Therefore, the pod coil was removed. The procedure was completed using pod packing coils (pod pc), another coil, and the same lantern. There was no report of an adverse effect to the patient.